Event description:
It was stated that the customer was hospitalized for high blood glucose. The reported blood glucose reading was 350 mg/dl during the phone call. The mother stated that the customer has had high blood glucose levels for the past three days and has changed the infusion set every day. Troubleshooting was performed. The insulin pump passed the prime and self tests. The mother was unable to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.